Event description:
Account reports one incident in which during infusion of an antibiotic, leakage occurred from the "air eliminating vent". Reporter stated there was no negative outcome to the patient.